Event description:
It was reported that during a case the tps micro driver was switching from forward to reverse. It was also reported that the tps micro driver continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Complaint could not be duplicated. However, upon disassembly for visual inspection corrosion was found on the sockets. Additionally the drive shaft bearings do not run smoothly.